Event description:
It was reported that the patient had a bacterial infection after the previous revision (MFR 3006630150-2022-05852). It was noted that patient had urinary tract infection (uti) that spread and became septic. The patient had received a treatment.

Event description:
It was reported that the patient had experience bacterial infection after the previous revision (MFR 3006630150-2022-05852). It was noted that patient had urinary tract infection (uti) that spread and became septic. The patient had received a treatment. Additional information received that patient was unable to say what the infection was related to. It was noted that patients has colitis and has still receiving intravenous (IV) medications. The patient also has pain or burning around the area where the implant is.